Event description:
It was reported that the programmer showed an error code while attempting to interrogate a patient's device. A different programmer was used to successfully interrogate the device. The original programmer was rebooted to clear the error code and was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was able to reproduce the customer experience of a generated error during an interrogation attempt and therefore the software was reconfigured and reloaded to resolve. Analysis further noted that the system fan was intermittently noisy, the keyboard was pulling apart at its right hinge pin, the display dropped slowly, that it was out of specification on some of its uplink and functional tests and that the hard drive health was less than 100%. All found defective parts were replaced, the link electronic module board was replaced and calibrated and the hard drive was replaced. (B)(4).